Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable falls out, and fits very loosely into the usb port. The customer had an alternate usb cable to charge the pump. Customer¿s blood glucose level was 85 mg/dl.